Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the pt began experiencing inflammation, cauda equina compression, neuritis, and bilateral nerve compression approx four months following implantation with infuse bone graft. A surgical intervention was performed on an unk date to relieve the pt's symptoms.